Event description:
Limitorr in place and set to drain 20ml. Stopper not effective. Cerebral spinal fluid (csf) continued to drain. At times drainage exceeded 25ml. System had to be manually clamped to prevent flow of csf. The lot of product was removed from our facility by the sales representative.